Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware that a loss of connection occurred. The transmitter has been received for evaluation.  A follow up report will be submitted once the evaluation has been completed.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. An external visual inspection was performed and no defects were found. The voltage test passed. Perform pairing test with nordic bluetooth device: and device failed performed share log review and a loss of connection was found in log. The reported event of loss of connection was confirmed .the root cause is a defective transmitter.